Manufacturer narrative:
Investigation conclusion: the customers reported complaint lot, t11471rn, expired january 3, 2021. On march 26, 2021, retains of the expired complaint lot were tested in-house, no issues with tni recovery were observed. Customer's complaint was not replicated, the lot performed properly. Manufacturing batch records for lot t11471rn were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reports when confirming troponini (tni) results for a correlation study between the triage meter and vitros discrepant results were observed. Sample 1- virtos: 0.194 ng/ml triage: <0.05 ng/ml. Sample 2- virtos: 0.062 ng/ml triage: <0.05 ng/ml. Tni cut off value is >0.012 ng/ml for vitros and >0.05 ng/ml for triage. No medical decisions were made based on the triage results. Customer stated the triage meter is not being used for patient results, they are attempting to perform a validation to implement the meter. No additional patient information could be provided. Customer reported their triage meter passed qcd device and controls.